Event description:
A customer reported to ventec that the device was delivering low or "erratic" fio2 (fraction of inspired oxygen) and was displaying an alarm. The customer stated that the event occurred during patient use and there was no harm to the patient. When ventec requested further patient information, the reporter stated that they did not have any patient-specific information to provide.

Manufacturer narrative:
H6: the customer advised ventec that they performed their own troubleshooting which included a "force reboot shut down". The customer advised that the device is now performing as expected and that they no longer wish to return it for an evaluation. The device was not returned to ventec for an evaluation. The cause of the reported issue could not be determined.